Event description:
It was reported that during a follow-up in clinic, a patient presented with a insertable cardiac monitor that could not be interrogated. The physician alleged that this was due to premature battery depletion. No intervention was reported. The patient was stable.